Event description:
It was reported the device was not implanted. The surgery was stopped and the leads were explanted during stage 2 of surgery because the patient received a muscle relaxant. The wound was closed. It was noted the patient would be brought back for stage 1 and later stage 2 of surgery. The implantable neurostimulator (ins) was opened but not used.

Manufacturer narrative:
(B)(4). No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.